Event description:
A facility director had contacted philips (B)(4), regarding a nurse that had reported an aimledsc fixture which had detached from the transition and fell during repositioning of the fixture. The facility director had initially reported the fixture had fallen on the nurse and pt. Philips (B)(4) made multiple attempts to (B)(4) in order to obtain add'l info regarding this event, no further info is available at this time.

Manufacturer narrative:
Device conclusion not yet available - evaluation is in process.

Manufacturer narrative:
Na